Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture iii-IV.

Event description:
Patient reported "increasing pain", "the breast feels "hard", " capsular contracture iii-IV". Additionally "constant fatigue, dry skin, hair loss, mood swings, back and joint pain.", were reported; these events are not device related. Unknown side. Device remains implanted.